Event description:
It was reported that the patient had an infection. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred few years ago from the date the manufacturer became aware of the event. Explant date: few years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 19645387/19645387.